Manufacturer narrative:
Correction: returned to manufacturer on device eval by manufacturer? Annex b: b21, annex c: c21, annex d: d16. Additional information: annex b: b01, annex c: c19, annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device under infusing was not confirmed during laboratory testing or a review of the device logs. Results from a timed rate accuracy test demonstrated the device to be delivering fluid within specification. A review of the suspect pump module error log showed no errors relevant to the reported complaint. A review of the suspect pump module event log showed that the last 3-hour infusion was on (B)(6) 2025. No other infusions lasting approximately three (3) hours were observed. The device was powered on at 11:14 am and assigned to channel a. At 11:17 am, the device was selected and programmed with the following infusion parameters: rate=83.3333 ml/h; vtbi=250 ml; expected duration=3 hours. After the infusion was completed at 2:17 pm, the suspect pump module was selected for programming with the same rate as the previous infusion (rate=83.3333 ml/h) and a volume to be infused (vtbi)=35 ml. This was repeated twice with different vtbi values within the next hour until the device was channeled off at 3:09 pm. Internal and external inspection of the pump module found no irregularities. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pump module event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6), wo: (B)(4). Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump was programmed to infuse over three (3) hours. However, the infusion was completed in four (4) hours instead. There was no reported patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump was programmed to infuse over three (3) hours. However, the infusion was completed in four (4) hours instead. There was no reported patient involvement.